Manufacturer narrative:
Correction - h1 - should have been malfunction rather than death.

Event description:
It was reported that the unresponsive patient presented in emergency room (ER). Upon review of transmission, it was found that the pacemaker (pm) exhibited intermittent ventricular under-sensing. No intervention was performed. Patient deceased and the cause of death was not provided.